Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The device was not returned for evaluation. As the device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. During the manufacturing process, all sapien s3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. In this case, the device under investigation had been implanted for more than 5 years (15-nov-2017). There is no evidence of a design and/or manufacturing deficiency contributing to the reported event. Therefore, risk management file review is completed, no further action is needed. The complaint for valve intervention-unknown mechanism of failure was unable to be confirmed due to unavailability of medical records/relevant imagery/returned device. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, ''approximately 5 years and 1 month post tavr procedure with a 23mm sapien 3 valve in the aortic position the valve was failing. The cause of valve failure was not provided.'' Due to insufficient information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. There were no IFU/training materials inadequacies or edwards defect identified. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Manufacturer narrative:
The investigation is ongoing. The valve remains implanted.

Event description:
As reported from a field clinical specialist, approximately 5 years and 1 month post tavr procedure with a 23mm sapien 3 valve in the aortic position the valve was failing. The cause of valve failure was not provided. Per the fcs, there is a plan is for thv in thv but the intervention has not been scheduled at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from an updated product investigation. The following section of this report has been updated: b4, g3, g6, and h2. During administration review it was determined that valve degeneration was a more appropriate complaint code. The product investigation was updated accordingly. The device was not returned for evaluation. As the device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. During the manufacturing process, all sapien s3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. In this case, the device under investigation had been implanted for more than 5 years (15-nov-2017). There is no evidence of a design and/or manufacturing deficiency contributing to the reported event. Therefore, risk management file review is completed, no further action is needed. The complaint for ''post- implantation - svd - degeneration/deterioration'' was unable to be confirmed due to unavailability of medical records/relevant imagery/returned device. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), structural valve deterioration (svd) and device degeneration are known potential risks associated with the device and tavr procedure. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. In this case, due to insufficient information, a definitive root cause for valve failure approximately 5 years and 1-month post-tavr was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. There were no IFU/training materials inadequacies or edwards defect identified. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.